Manufacturer narrative:
The device was not returned to zoll for evaluation. The issue was investigated through remote troubleshooting with technical support. Remote inspection of the rear battery compartment confirmed that no batteries were installed, and also found the pads disconnected. The customer was advised to install 10 type 123a lithium duracell batteries and guided on proper CPR-d padz connection. After remote intervention the device then indicated ready for use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.